Manufacturer narrative:
The device was received with the cannula not deployed and the pink slide insert not in the viewing window. The linkage assembly was seen to be fully deployed. Upon opening the device damage and lifting was observed to the mechanism rails, it was also observed that one heat stake was missing on the catch beam. The catch beam was lifted higher than usual because of this. Due to the damage to the mechanism rails, the catch beam was unable to hold the slide insert causing it to retract after deployment. Because the cannula wasn't able to fully deploy into the skin fluid was able to leak out of the tip of the soft cannula. A leak test was performed and no leakages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 380 mg/dl. The pod was reportedly leaking while worn on the leg for between 4 and 24 hours. As treatment, a new pod was applied.